Event description:
A (B)(6) female patient called zoll customer support to report that her monitor response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation the front response button was non-functional. The button's metal switch was damaged. The root cause for the damaged switch could not be positively identified but was likely excessive force. No adverse event resulted from the defective response button. The patient received a replacement monitor.